Event description:
Patient had medtronic neurostimulator implanted with one lead to left arm approx 5 months ago. Approximately 2 months later, a second lead was placed to right arm. Recently, almost 3 months after the second lead was placed, the neurostim and both leads and extensions had to be explanted due to lead erosion through skin.